Event description:
It was reported that the patient had a revision. The patient wanted the manufacturer representative's number to have them adjust the patient's pump. It was unknown what the reason for the revision was. No patient symptoms were reported. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8598a, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).